Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye, however, the issue was unable to be identified via the attached photo. Due to the nature of the returned sample no additional testing could be performed. The reported condition was not verified. Meanwhile, retention samples were visually inspected with no obvious issue/damage detected. The retention samples were also gravity tested in the laboratory; then leak tested; no leak was observed. The retention samples were conforming as per product specifications. The reported issue was not verified in the evaluation of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) extension sets would not flow. It was further reported that the hose could not be filled; however, the filter was filled but it would stopped. This was identified during setup and preparation. There was no patient involvement. No additional information is available.